Event description:
According to the customer report, there was no movement of the needle when the button was pressed during use.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.